Manufacturer narrative:
Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk assessment: a review of the faradrive steerable sheath clear risk documentation was completed and confirmed that the event of hemorrhage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientific selected cause not established cause code for the failure to lock allegation. Additionally, hemorrhage, major is considered within the risk threshold for surgical complications and surgical complications is an expected procedural complication addressed in the IFU for the faradrive sheath.

Event description:
It was reported that a groin bleeding occurred. During a concomitant pulmonary vein isolation, a concomitant posterior wall pw farapulse and watchman procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. The physician was trying to insert the faradrive sheath with the versacross connect dilator through the patient groin and the dilator was disconnecting which required the physician to make a larger cut in the skin at the groin. This led to the groin bleeding throughout the procedure, requiring additional pressure. The system was re-inserted and the staff was holding the sheath and dilator together along with larger cut in the skin. The patient hemodynamically stability was managed. Bleeding stopped at the end of the procedure. The procedure was completed. The patient was overweight with a tough groin. In the physician's opinion, it was an issue with dilator and not the anatomy. The device was intact. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further reported that the hemodynamically stability was managed. The bleeding stopped at the end of the procedure. The procedure was completed. The patient was overweight, and confirmed physician's opinion that the dilator has contributed to the event, and not the anatomy. The patient was discharged same day.

Event description:
It was reported that a groin bleeding occurred. During a concomitant pulmonary vein isolation, a concomitant posterior wall pw farapulse and watchman procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. The physician was trying to insert the faradrive sheath with the versacross connect dilator through the patient groin and the dilator was disconnecting which required the physician to make a larger cut in the skin at the groin. This led to the groin bleeding throughout the procedure, requiring additional pressure. The system was re-inserted and the staff was holding the sheath and dilator together along with larger cut in the skin. The patient hemodynamically stability was managed. Bleeding stopped at the end of the procedure. The procedure was completed. The patient was overweight with a tough groin. In the physician's opinion, it was an issue with dilator and not the anatomy. The device was intact. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further reported that the hemodynamically stability was managed. The bleeding stopped at the end of the procedure. The procedure was completed. The patient was overweight, and confirmed physician's opinion that the dilator has contributed to the event, and not the anatomy. The patient was discharged same day.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a groin bleeding occurred. During a concomitant pulmonary vein isolation, a concomitant posterior wall pw farapulse and watchman procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. The physician was trying to insert the faradrive sheath with the versacross connect dilator through the patient groin and the dilator was disconnecting which required the physician to make a larger cut in the skin at the groin. This led to the groin bleeding throughout the procedure, requiring additional pressure. The system was re-inserted and the staff was holding the sheath and dilator together along with larger cut in the skin. The patient hemodynamically stability was managed. Bleeding stopped at the end of the procedure. The procedure was completed. The patient was overweight with a tough groin. In the physician's opinion, it was an issue with dilator and not the anatomy. The device was intact. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed).